Event description:
A barostim system was implanted on (B)(6) 2016. On (B)(6) 2025, a procedure was done to reposition the ipg from subcutaneous to submuscular position due to discomfort experienced by the patient. Per the physician, the root cause of the discomfort was that the patient's skin was very thin. It was noted that the ipg and csl could be seen through their skin because of how thin it was. The revision was successful and the patient was doing well.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the thinness of the patient's skin. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# fc-000871.